Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received 6 inappropriate shocks while dancing. Programming options were questioned for this patient with a monitor only (mo) zone programmed on in the ventricular tachycardia (vt) -1 zone. Boston scientific technical services (ts) discussed that detection enhancements would not have been applied if the patient's rhythm had started in the mo zone, and recommended programming options. No additional adverse patient effects were reported.